Manufacturer narrative:
The reported events of p-wave amp variation, and inadequate capture were not confirmed. As received, a complete lead was returned with its helix fully extended and within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-33156. It was reported via remote transmission that the patient's right ventricular (rv) lead exhibited r wave amplitude variation and elevated thresholds. It was also noted that the atrial (ra) lead exhibited p wave amplitude variation and elevated thresholds. Upon being presented to the clinic, chest x-ray confirmed that both the ra and rv leads were dislodged. The ra and rv leads were explanted and replaced. The patient was in stable condition.